Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Note: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol ventrio st. The patient is making a claim for an adverse patient outcome against the ventrio st. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jul-2014) is considered to be a best estimate. . Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol ventrio st. The patient is making a claim for an adverse patient outcome against the ventrio st. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: on (B)(6) 2014 ¿ patient was diagnosed with rectal prolapse thereby underwent open ripstein repair with the implant of bard flat mesh (device #1). Per operative notes, ¿the colon was dissected free from attachments to anterior abdominal wall. A bard flat mesh (device #1) was wrapped around the sigmoid colon and sutured.¿ on (B)(6) 2015 ¿ patient was diagnosed with incisional hernia thereby underwent open repair with the implant of ventrio st mesh (device #2). Per operative notes, ¿patient had incisional hernia defect in the area of previous repair. A ventrio st mesh (device #2) was placed underlay to defect using sutures.¿ (note: there is no mention /visualization of previous mesh in this procedure.). On (B)(6) 2017 ¿ patient was diagnosed with recurrent ventral incisional hernia thereby underwent open repair with the removal of mesh (device #2) and implant of bard flat mesh (device #3). Per operative notes, ¿the hernia recurred at the caudad aspect of the old mesh. The mesh (device #2) appeared to be loosened from the lateral rectus attachments. Adhesions were lysed and the mesh (device #2) was removed. A bard flat mesh (device #3) was placed into retrorectus space and secured using sutures.¿ on (B)(6) 2017 ¿ patient was diagnosed with small bowel obstruction thereby underwent open repair with lysis of adhesions. Per operative notes, ¿adhesions of omentum and small bowel up to the anterior abdominal wall were taken down. The previous repair was intact, and a dilated small bowel was dissected free from adhesion.¿